Event description:
It was reported by the customer "during an infusion of mogamulizumab a peripheral central line leakage is observed. A radiological check to ensure its permeability is carried out and shows extravasation into the patient's arm. The catheter is then removed and a crack is observed at the level of the eighth centimeter of the body of the catheter. No clinical consequences for the patient. Removal of the catheter and transfer of the infusion to the peripheral route after approval by the pharmacist responsible for the chemotherapy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "during an infusion of mogamulizumab a peripheral central line leakage is observed. A radiological check to ensure its permeability is carried out and shows extravasation into the patient's arm. The catheter is then removed and a crack is observed at the level of the eighth centimeter of the body of the catheter. No clinical consequences for the patient. Removal of the catheter and transfer of the infusion to the peripheral route after approval by the pharmacist responsible for the chemotherapy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs which depicted a 4fr s/l powerpicc catheter. Two photographs depicted the entire device. The other two photographs depicted a closer view of a portion of catheter shaft. A partially circumferential split was evident in the photographs. A longitudinally aligned split was visible at one corner of the circumferential split. Material buckling was visible in the vicinity of the split. Catheter damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue from cyclic kinking and catheter compression.